Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, panicked, removed the device, and contacted their healthcare provider; education was provided on the ilet¿s algorithm, expected early-use glycemic variability, and stepwise management of low glucose, and a device alert of 54 was noted. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and completion of troubleshooting and education. Investigation included user interview and review of device behavior and alerts. Investigation of this case revealed no device malfunction and suggested early adaptation of the ilet algorithm with user anxiety contributing to device removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.